Event description:
The customer reported to olympus that the colonovideoscope bending insufficient, readjust bowden cables during reprocessing. During inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: suction cylinder has discoloration, reed paint around suction cyinder is missing, due to clogging of the nozzle, water removal ability and air supply volume does not meet specifications, due to wear of the angle wire, bending angle in the up direction does not meet specification,plastic distal end cover has a scratch, adhesive on bending section has a crack. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.